Event description:
Reporter alleged that the inform meter connector pins are melted together and when the meter was docked, it was smoking. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.